Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was impacted; the value was not provided. As the customer was unable to load another cartridge at the time tandem technical support (cts) was contacted, troubleshooting to determine the cause of the occlusion alarm was unable to be performed.